Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the clamp arm missing from the distal end. One side of the features that mates with the clamp arm pins are bent slightly. The curved blade also exhibits various scratch marks on its outer surface. Evidence not conclusive, but damage may be due to hyperextension of the clamp arm or similar kind of mishandling. No other damage found.

Event description:
It was reported that during a da vinci s surgical procedure, the harmonic curved shears (hcs) insert accessory installed on the hcs instrument broke and fell into the patient. The hcs insert was retrieved and the planned surgical procedure was completed using a replacement insert accessory. No patient harm, adverse outcome or injury was reported.